Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. At that time, the patient started treatment with fortum (1gm, twice a day, ip) and vancomycin (1gm, ip).the peritonitis was resolving. Concomitant medications were not reported. It was not reported if the patient remained hospitalized. Dianeal therapy was ongoing as was remedial therapy with fortum and vancomycin. The nurse believed that the peritonitis was not related to dianeal therapy

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.